Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that there is air in the line. Feedback suggests that separation occurred with the user present and manipulating the device from the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of separation on the accuslide joint (lower) was confirmed. Visual inspection of the set noted the tubing was separated from the lower accuslide joint. Functional testing was deemed unnecessary due to separation. The root cause of the customer¿s report was due to the tubing not fully inserted to the accuslide, leaving a gap. The solvent application was uneven that facilitated the separation.

Event description:
The reported feedback suggests that there is air in the line. Feedback suggests that separation occurred with the user present and manipulating the device from the reported information there are no indications of serious injury to the patient or user as a result of this incident.